Manufacturer narrative:
The insulin pump had a blank display due to paper covering the battery spring in the battery tube. No blank display was noted after removing the paper.

Event description:
The customer reported a blank display. Troubleshooting was performed, but the issue was not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.